Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2019; 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an insulation damage on the left ventricular (lv) lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.